Event description:
It was reported that a malfunction occurred on the pump, identified by the malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer independently reset the pump, and the malfunction code did not recur. Technical support advised the customer to continue using the pump and to call back if the malfunction code reappeared, and the customer acknowledged this advice.